Manufacturer narrative:
The lateral a poly insert lifted up anteriorly when the knee was brought through range of motion intraoperatively. The lateral b poly was inserted and remained engaged through range of motion. The lateral b poly insert is 1mm thicker than the lateral a poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The lateral a poly insert lifted up anteriorly when the knee was brought through range of motion intraoperatively. The lateral b poly was inserted and remained engaged through range of motion. The lateral b poly insert is 1mm thicker than the lateral a poly insert.